Manufacturer narrative:
Failure (event) observed during analysis. External insulation abrasion was noted at 22.9-25.2cm from the connector pin, consistent with lead friction to the ICD can. The silicone was intact at this location. Reliability laboratory technician. St. Jude medical crmd reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.